Manufacturer narrative:
Although requested, to date, the electronic files from the AED have not been returned from the customer and little information is known. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2015 it was reported by a distributer that one of their customers had deployed an AED on a male patient, and during the rescue, the AED reported a unspecified battery warning. It was reported that CPR was administered to the patient and that the AED delivered three defibrillation shocks to the patient. It is not known if the AED powered down or was powered down by the user. It was reported that the patient was not resuscitated. The distributer said the customer called him after the rescue for new pads and battery. When he arrived the battery pack was out of the AED. He stated that when he replaced the battery pack's 9-volt battery and inserted it into the AED, the unit would not power on. The battery pack had an use by date of 2016. He replaced the main battery pack and pads and said the unit's active status indicator light is flashing green.

Manufacturer narrative:
Examination of the AED's event record reveals the AED was powered on once for approximately 45 seconds on (B)(6) 2015 for the purpose of performing the rescue. The patient's cardiac rhythm was clearly ventricular fibrillation (a shockable rhythm) which the AED correctly recognized and appropriately advised shock. While charging, in preparation for shock delivery, the AED aborted the shock delivery due to a critically low battery. Consequently, the AED instructed the rescuer to perform CPR and then the AED powered down shortly thereafter warning the user to replace the battery pack. There is no evidence in the AED's device records indicating that any defibrillation shocks were delivered to the patient. Review of the AED history show that the AED was not maintained properly for more than 2 years prior to attempting to use the AED. The user has replaced the AED's battery pack; the device is functioning properly and currently remains in-service.